Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant testosterone result was due to a intermittent malfunction with the acid 2-way valve and the acid pump. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur testosterone result was obtained on a pt samples. The result was reported to the physician. Upon retest the corrected result was reported to the physician. There was no report of adverse health consequences or pt intervention due to the discordant testosterone result.